Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the bearings were worn out and no longer in axial alignment, resulting in abnormally high temperature of the device. Therefore, the reported condition was confirmed. The assignable root cause was determined to be worn out bearings due to wear from normal use and servicing over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the attachment device had an undetermined malfunction. During in-house engineering evaluation, it was observed that the bearings were worn out and no longer in axial alignment, resulting in abnormally high temperature of the device. The event was not reported to have occurred during surgery. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.